Event description:
It was reported that the doppler for an unknown intra-aortic balloon pump (iabp) was defective and there was a broken cable at the connector of the probe and when moving the cable there is interference. The circumstance of the event is unknown, and it is unknown if there is patient involvement. However, no adverse event was reported.

Manufacturer narrative:
After three (3) good faith efforts (gfe) attempts to obtain additional information on this event, no response has been received. We will submit a supplemental report if additional information is provided.

Manufacturer narrative:
A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the doppler for an unknown intra-aortic balloon pump (iabp) was defective and there was a broken cable at the connector of the probe and when moving the cable there is interference. The circumstance of the event is unknown, and it is unknown if there is patient involvement. However, no adverse event was reported.